Event description:
Hosp has had several incidents in which the single pressure tubing loosens at the connection of the stopcock by the transducer. This causes a small leak which has been enough to clot off some of the arterial lines. No pt injury has been reported.